Manufacturer narrative:
B3-date of event is estimated. A patient was unable to set ipg to MRI mode was reported to abbott. It was determined the patient's leads read high impedances, but the patient was still receiving effective therapy. No intervention is planned at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient was unable to set the device into MRI mode. System diagnostic recorded high impedances. Patient is receiving adequate therapy; however, surgical intervention may take place to address the issue.